Event description:
It was reported that the customer's insulin pump had a burnt discoloration on the bottom of the insulin pump. The customer returned her previous insulin pump due to this issue. She received no delivery alarms and the insulin pump smelled burnt. Her blood glucose level was around 425-435 mg/dl. The customer had ketones. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a stained end cap sticker. No unexpected smell or burn was noted inside of the insulin pump.